Manufacturer narrative:
As reported, a patient underwent placement of an optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to tilting, perforation of the filter struts and embedment of the filter unable to be retrieved. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to tilting, perforation of the filter struts and embedment of the filter unable to be retrieved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages.

Manufacturer narrative:
Based on the additional information received, updates were made to the following sections: a2, b3, d4 & h4. New h6 codes removal difficulty (1528). Additional b5 narrative: additional information was received from a patient profile form (ppf) which indicated that the patient discovered that his ivc filter had embedded and was unable to be retrieved approximately three weeks after filter placement. However, the patient was unaware that his injuries may have been a result of the defective product and an unreasonably dangerous condition of his filter until within two years of the filing of his complaint. A later CT scan performed of the filter reported tilt and perforation of the filter struts. These injuries have caused emotional distress, mental anguish, anxiety and stress. Additional information received from medical records indicate pulmonary embolus prophylaxis filter placement during recovery due to multi-trauma. An optease filter was deployed with the hook end facing inferiorly, such that the filter could then be removed through a femoral vein access in the future if indicated. The filter was deployed below the renal veins. Deployment position was recorded with a spot image. There were no procedural complications. The patient returned approximately three weeks later for filter placement. Cavagram did not demonstrate any evidence of significant clot burden either within the filter or the pelvic veins. Multiple attempts at filter retrieval by means of grasping the hook were unsuccessful despite the fact that the snare loops were able to circumvent the proximal aspect of the filter and were seen to be abutting the hook. Furthermore, tugging on the filter with a guidewire did not demonstrate the filter to be freely mobile. Therefore, the decision was made to abort the procedure after the patient voiced discomfort. Updated conclusion: as reported, a patient underwent placement of an optease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to tilting, perforation of the filter struts and embedment of the filter unable to be retrieved. Additional information received from medical records indicate pulmonary embolus prophylaxis filter placement during recovery due to multi-trauma. An optease filter was deployed with the hook end facing inferiorly, such that the filter could then be removed through a femoral vein access in the future if indicated. The filter was deployed below the renal veins. Deployment position was recorded with a spot image. There were no procedural complications. Per the patient profile form (ppf), the patient reports tilt, perforation, and anxiety. A CT scan performed of the filter reported tilt and perforation of the filter struts. The patient returned approximately three weeks later for filter placement. Venocavagram did not demonstrate significant clot burden either within the filter or the pelvic veins. Multiple attempts at filter retrieval by means of grasping the hook were unsuccessful despite the fact that the snare loops were able to circumvent the proximal aspect of the filter and were seen to be abutting the hook. Furthermore, tugging on the filter with a guidewire did not demonstrate the filter to be freely mobile. Therefore, the decision was made to abort the procedure after the patient voiced discomfort. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.